Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was noted that the right-atrial (ra) lead exhibited high pacing impedance. As a resolution the ra lad was not implanted and a near hat hand replacement was implanted instead on (B)(6) 2025. The patient condition was stable.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A complete lead was returned for analysis. Visual examination, electrical testing and x-ray inspection of the lead did not find any anomalies.